Event description:
On (B)(6) 2013, this (B)(6) male underwent a total right hip arthroplasty. A stryker rejuvenate modular stem and neck device was implanted. On 06/28/2012 stryker issues a voluntary recall of the a stryker rejuvenate modular stem and neck. A reactive issue and corrosive phenomenon had been determined to affect some of the patients with the implant. The concern is for chromium and cobalt fretting out into the tissue of the affected patients causing severe tissue damage. (B)(6) 2013, the patient became symptomatic with his hip. He had needle aspiration and was positive for chromium and cobalt. On (B)(6) 2013 patient underwent revision of the right hip and had the stryker rejuvenate device explanted. Extensive debridement of the joint was done.